Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The allegation in this complaint has not been confirmed by testing or analysis, however the probable cause was traced to device design.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedance measurement greater than 2912 ohms about four months ago. In addition, approximately two months ago this patient was hospitalized with collapse and bradycardia due to lack of pacing capture and subsequently autocapture was programmed off to resolve that issue. Additionally, there were stored episodes with noise, oversensing, pacemaker mediated tachycardia (pmt) and atrial tachycardia response (atr). The oversensing was related to the minute ventilation (mv) feature and the feature was deactivated by the signal artifact monitor causing brief vp inhibition. The pmt events appeared to be inappropriate as the patient was in true sinus tachy and the pmt break did not stop the fast-ventricular tracking. The atr was due to high amplitude signals that could be seen in both the ra and the rv channels. Boston scientific technical services recommended further troubleshooting such as performing provocative maneuvers and device programming changes. Additionally, this pacemaker and competitor ra and rv leads were explanted and replaced. No additional adverse patient effects reported.